Event description:
During a routine call to patient, we were informed by a family member that the patient expired shortly after the device was implanted due to infection. Cause of death was requested but not received. Date of patient death is also not known.